Event description:
This is report 1 of 3 of the same event it was reported from (B)(6) that during an unspecified surgical procedure, it was observed the radiolucent drive device did not work properly when in use with a compact air drive device and an adaptor device. According to the report, the radiolucent drive device gradually lost rotation speed during drilling at distal locking hole. The report stated that the power was still lost when the surgeon drilled for a while though the compact air drive device was used to adjust to the maximum power. It was reported that the surgeon reconnected to check the connection with the air hose. The reporter stated that during the connection check, it was observed that there was an air leak around the adaptor for oiling. Eventually, the nurse held the devices in order not to change drilling angle since it caused an air leak. There was 10 minutes delay to the surgical procedure. It was not reported if a spare device was available for use. There was patient involvement. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device lot number was documented as unknown in the initial report. The device lot number date has been updated as ms1201. The manufacturer location was documented as unknown in the initial report. The location has been updated to (B)(4). Contact office name/address has been updated accordingly to reflect the correct manufacturing facility. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and identified no failure. Therefore, the reported condition was not confirmed. An assignable root cause was not determined. It was determined that based on the complaint description, it was likely that the device was used erroneously. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.